Event description:
After all cuts were made. Arm was put back in holster position. Mics handle fell off. Small screw was found on floor. Case type: tka. Did this complaint occur ¿intra op to post op¿ or ¿post-op¿? Was the patient still on the table and in the room when this malfunction occurred? Could the screw have had the potential for falling into the wound and cause harm to patient? As per the mps: "intra-op, yes patient was on the table and yes screw could have fallen into incision."

Manufacturer narrative:
Reported event: it was reported that the after all cuts were made, the arm was put back in holster position, the mics handle fell off and the small screw was found on floor. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: device history records indicate (B)(4) devices were manufactured under lot k0b5m and all (B)(4) devices were accepted into final stock on 05/21/2018. No non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0b5m shows 01 additional complaints related to the failure in this investigation. The related complaint is (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc (B)(4) and CAPA 1452931 are associated with the failure mode reported in this event.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
After all cuts were made. Arm was put back in holster position. Mics handle fell off. Small screw was found on floor. Case type: tka did this complaint occur ¿intra op to post op¿ or ¿post-op¿? Was the patient still on the table and in the room when this malfunction occurred? Could the screw have had the potential for falling into the wound and cause harm to patient? As per the mps: "intra-op, yes patient was on the table and yes screw could have fallen into incision".